Manufacturer narrative:
(B)(4). Information was received via medwatch report (B)(4). This report is for the first in a series of consecutive product issues with the same patient. The second event has been reported under MDR# 1036844-2015-00512.

Event description:
It was reported that a guide wire came apart. Follow-up information states that the guide wire unraveled but did not separate. As a result, everything was removed and another kit was used and placed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported. The patient outcome was good.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed through visual examination of photographs provided by the customer. The actual sample was not returned. The photographs depicted an unraveled guide wire that was stretched and protruding from the hub of a needle. The core wire was broken and was protruding from the hub along with the coil wire. The bevel of the needle and both ends of the gudie wire were not visible in the photographs. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and cautions that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage the wire. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.